Manufacturer narrative:
The insulin pump was received with no button response due to flattened up and down button dome switches. Unable to perform the occlusion test due to button and keypad anomaly. The insulin pump was received with cracked case at display window corner, battery tube threads, reservoir tube lip, and minor scratched display window.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 330 mg/dl. Customer stated that he had high blood sugars. Customer has a back-up plan and has treated with an injection. Customer stated that the up and down buttons were not working. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.